Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Mfg report number (B)(4) stating the following: a medwatch MFR (u/f importer report (B)(4) was received. The event was described as follows: at the end of a craniotomy and brain biopsy surgery, the physician removed the mayfield skull clamp and it was discovered that one of the mayfield skull pin holes on the pt's forehead was bleeding excessively. The physician was concerned and the pt was taken for a CT scan. "A small fracture ws noted - anterior wall of the frontal sinus. The fracture was thought to be secondary to osteoporosis; the physician does not feel that the pins or clamp are the cause of the fracture; rather the pt's condition of osteoporosis and an unusual "v" shaped frontal sinus. No immediate consequence to the pt, including no neuro related changes."